Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the trailing haptic was about to torn off and replaced with same model and surgery was completed on the same day and there was no patient harm reported.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).